Event description:
It was report per field service report: pump was on patient. Symptom - display intermittently flickers and unit alarmed. Biomed not sure of exact alarm. Findings/actions taken: observed flickering display when display head was tapped on side. Upon inspection of internal hardware of display head found j1 not properly secured and no ejector caps. Reseated both j1 and j3 connectors and performed tech tip 77-006 and 77-022. Unit passed functional checkout.

Manufacturer narrative:
(B)(4). Device will not be returned for evaluation.